Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk was reviewed and there was no anomalies found.

Event description:
It was reported that the patient was experiencing episodes when wavelet did not withhold therapy, and the patient was treated for ventricular tachycardia with cardioversion for a sinus tachycardia. Reprogramming of the device was conducted and the device remains in use. No further patient complications were reported as a result of this event.